Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient has swelling at the ipg site and looks like the ipg was going to fall out. The patient went to the emergency room (ER) and the physician noted that there was bleeding at the ipg site. The physician confirmed that the bleeding was due to skin breakage and infection. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead; model #: sc-4316, lot #: 19001188 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient has swelling at the ipg site and looks like the ipg was going to fall out. The patient went to the emergency room (ER) and the physician noted that there was bleeding at the ipg site. The physician confirmed that the bleeding was due to skin breakage and infection. The patient underwent an explant procedure.